Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department following a witnessed syncopal episode and fall. The patient sustained a fractured back as a result of the fall. Interrogation of the device with a programmer noted the device had reverted to safety mode, then exhibited oversensing and pacing inhibition. The patient then experienced approximately 10 seconds of asystole, which, corresponded with the reported syncope. The patient was admitted to the hospital and a temporary pacing wire was placed. Surgical intervention was then undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department following a witnessed syncopal episode and fall. The patient sustained a fractured back as a result of the fall. Interrogation of the device with a programmer noted the device had reverted to safety mode, then exhibited oversensing and pacing inhibition. The patient then experienced approximately 10 seconds of asystole, which, corresponded with the reported syncope. The patient was admitted to the hospital and a temporary pacing wire was placed. Surgical intervention was then undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.